Event description:
It was reported that the physician assumed care of a patient who had a sling procedure performed within the last two years. The patient was experiencing bladder problems. The patient was cystoscoped by a urologist who found a bladder stone and the presence of "fabric" in the urethra. A urologist operated on the patient and discovered that the tape was 7-8 mm inside the cysto-urethral junction. A cystotomy was performed using a vaginal approach and the tape was removed. The patient is doing well.